Event description:
It was reported that the system displayed an a/d channel error and a charger failed error. These errors will prevent the system from booting up. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The fuse was replaced during the service call. The system was tested and found to be working as intended and put back into service.